Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the physician inadvertently advanced the 0.035" j-tip guidewire past the 0.5cm-1cm mark into the lesion and retracted the guidewire without the establishment of reverse flow. Imaging revealed free-floating thrombus in the distal internal carotid artery (ica). The physician elected to place an additional unplanned stent to capture the thrombus. However, subsequent imaging indicated that the thrombus had not been completely captured by the stent and had migrated distally. The physician elected to use a third-party clot removal catheter and advanced a 5fr 40 cm third party catheter, but there was no flow through the nps tubing. The reported event of no flow was potentially due to the third-party catheter device obstructing flow at the y-connector of the nps. Once the third-party catheter was removed, the blood flow was re-established. Subsequent imaging did not reveal any free-floating thrombus. After completion of the procedure, the patient could not move his right arm or leg and imaging revealed an embolic event. The patient's symptoms have not yet resolved.